Event description:
It was reported that the device was not implanted due to lv port set screw issue. Another device was used. There were no adverse consequences.

Manufacturer narrative:
The reported field event of an lv is-4 set screw anomaly was confirmed in the laboratory. Visual inspection identified a tear in the lv is-4 septum, and septum material lodged inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.